Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) of below 40 mg/dl. Reportedly, the pump delivered a 10 unit bolus without customer interaction. Review of the pump data logs by tandem technical support verified the bolus was manually requested by the customer. Customer maintained belief that pump was delivered a bolus without user input. Customer was given carbohydrates to treat low bg. Reportedly, customer continued to use pump for insulin therapy.